Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the proglide plunger was pulled out, no suture was attached to the needle. A cuff miss occurred. Hemostasis was achieved with a second proglide device. There was no adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.